Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure. The customer reported there was a delay in dispensing medications to the patient and issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure. The customer reported there was a delay in dispensing medications to the patient and issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 2.2 was not responding. The field service engineer (fse) found that the position sensor was not detecting the drawer's position. The fse noted that the magnet strip had fallen out of the station. The magnet strip was placed back into position. The fse also checked the components and reseated the cables. The fse again checked the main drawers 2.1 and 2.2 and verified that the magnet strip along the side was securely in place and confirmed with the customer the drawer was functioning normally. The system functioned as intended after the field service engineer repaired the device.